Manufacturer narrative:
Complaint conclusion: as reported, during the moment of retrieving the .018-inch sv short 180cm peripheral guidewire from the artery, the guidewire peeled back on itself. There were no reports of patient injury. A radiograph was done to confirm that nothing was left inside the artery. Additional information was requested but was not provided. A non-sterile guidewire, catalog number pgw .018 sv short 180cm st, was received for analysis. Visual inspection revealed that the radiopaque distal coil wire was unraveled, fractured, and separated. The separated coil wire segment was not returned for evaluation. Additionally, a kink was observed approximately 6 cm from the proximal end of the guidewire. The distal tip section was examined under magnification using a vision system. The proximal end of the coil wire remained attached to the core wire; however, the unraveling of the coil wire exposed the underlying core wire. The distal tip of the core wire was found to be fractured and separated, with the missing segment not returned for analysis. Fractographic evaluation of the separated surfaces of both the core wire and coil wire revealed features consistent with ductile failure, specifically microvoid coalescence. This failure mechanism occurs when a ductile material is subjected to excessive mechanical stress, leading to the formation and growth of microscopic voids. These voids eventually merge and cause fracture, leaving behind cuplike dimples characteristic of ductile overload. Such features are indicative of fatigue failure due to the material¿s resistance properties being exceeded under stress. The reported malfunction ¿coating-delaminated¿ was not confirmed, as no such condition was observed during analysis. However, the reported malfunction ¿distal tip ¿ fractured/separated¿ was confirmed. The separation of the distal tip is consistent with excessive mechanical stress as the primary cause. Although the exact source of the stress could not be conclusively identified, the damage was noted during retrieval of the device, suggesting that withdrawal against resistance is a potential contributing factor. Users are trained to inspect the guidewire for signs of damage prior to and during use, and any product showing signs of damage is not to be used. Safety-related information is provided in the product labeling to inform users of known risks. According to the instructions for use (IFU), although not intended as a mitigation strategy, it is stated: ¿cordis guidewires are intended for use in angiographic procedures to introduce and position catheters and interventional devices within the peripheral vasculature. Never advance, withdraw, or auger the guidewire against resistance without first determining the cause of resistance under fluoroscopy. Torquing the guidewire against resistance may cause damage and/or fracture, which may result in separation of the distal tip. Do not pull the distal tip to remove the guidewire from the dispenser as it may damage the tip. Tip fractures have been reported in procedures involving total occlusions, highly tortuous vasculature, and small side branches.¿ based on the available information, there is no evidence to suggest that the observed event was related to device design or manufacturing processes. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Complaint conclusion: as reported, during the moment of retrieving the .018-inch sv short 180cm peripheral guidewire from the artery, the guidewire peeled back on itself. There were no reports of patient injury. A radiograph was done to confirm that nothing was left inside the artery. Additional information was requested but was not provided. The device was not returned for evaluation. Without the return of the device or images for analysis, the reported customer event ¿coating-delaminated¿ could not be confirmed. Procedural or handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿guidewire manipulation/torquing should always be performed under fluoroscopic guidance. Never advance, withdraw or auger the guidewire against resistance without first determining the cause of resistance under fluoroscopy. Torquing the guidewire against resistance may cause damage and/or fracture which may result in separation of the distal tip.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time. R: 3221/c20. C: 4315/d15.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during the moment of retrieving the .018 inch sv short 180cm peripheral guidewire from the artery, the guidewire peeled back on itself. There were no reports of patient injury. A radiograph was done to confirm that nothing was left inside the artery. The exact event date is unknown and the lot number has not yet been provided. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.